Event description:
(B)(4).

Manufacturer narrative:
Resmed has requested the device be returned so that an engineering investigation could not be performed. A resmed rep has been trying to contact the reporter to gather more info regarding the malfunction incident and the device details. At the time of this report, no contact has been made with the reporter, and the device has not been returned, therefore no device investigation has occurred. (B)(4).